Event description:
The patient reported that the aligner treatment made the patient's migraines worse in 2020 and reported being hospitalized. No additional information is available at this time.

Manufacturer narrative:
The current instructions for use (IFU) contains the following: "precautions -in rare instances, problems in the temporo-mandibular joint (temporo-mandibular disorder (tmd)) may result in joint pain, headaches, or ear problems. During forward posturing and vertical changes with mandibular advancement features, problems in the temporo-mandibular joint may be exacerbated)." The treating doctor noted that the orthodontic treatment began in 2017, during which an acceleration device was used. In 2018, the patient reported headaches. The patient, last visit to the office was in 2021 and has not been in contact with the patient since despite follow-up attempts. The patient required hospitalization due to migraines, and the invisalign system aligners were being used, and therefore this event is being filed as an MDR per 21 cfr 803. There is no conclusive evidence to confirm the exact date of the hospitalization except that it was during 2020.